Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, infection, inflammation, adhesions, obstruction, fistula, and abscess. Post-operative patient treatment included multiple surgeries, medication, ostomy bag use, partial excision of mesh, cystoscopy, bilateral ureteral stent placements, exploratory laparotomy, lysis of adhesions, low anterior resection, resection of terminal ileum with the rectum, peritoneal lavage, abthera placement, mesh explant, re-exploratory laparotomy, colectomy, right hemicolectomy, omentectomy, therapeutic peritoneal lavage, mobilization of splenic flexure of colon, primary ileocolonic anastomosis, creation of end descending colonic colostomy, delayed abdominal wall closure and wound vac over incision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced abdominal pain, mesh failure, mental pain, loss of enjoyment of life, impairment, pain, infection, inflammation, adhesions, obstruction, fistula, and abscess. Post-operative patient treatment included multiple surgeries, medication, ostomy bag use, partial mesh revision, mesh removal, cystoscopy, bilateral ureteral stent placements, exploratory laparotomy, lysis of adhesions, low anterior resection, resection of terminal ileum with the rectum, peritoneal lavage, abthera placement, mesh explant, re-exploratory laparotomy, colectomy, right hemicolectomy, omentectomy, therapeutic peritoneal lavage, mobilization of splenic flexure of colon, primary ileocolonic anastomosis, creation of end descending colonic colostomy, delayed abdominal wall closure and wound vac over incision.

Manufacturer narrative:
Additional information: b2, b5, d4, h6 (patient codes, device codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.